Manufacturer narrative:
The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. During evaluation the device alarmed air in line error. A review of the event history log identified air in line. The cause was identified to be ultrasonic sensor was out of specification. The ultrasonic sensor replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device alarmed air in line error. No additional information is available.